Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during patient use the leg attachment pad for corometrics fetal scalp electrode cable needs to be taped to stay connected. Furthermore, no harm was done to the patient.

Manufacturer narrative:
Result of investigation: the device history record (DHR) for lot 314665 has been reviewed, paying close attention to the foam and snap lots as well as in process inspection records such as ec12 testing. A part from ncr-ca-hl-22-007 affecting the stud lot, no abnormalities were found and products were manufactured to specification. The adhesion of the product has been reviewed as a part of CAPA investigation CAPA-000001058. All lots have been within specification. Because of this complaint and others relating to the lack of adhesiveness of this product, we have determined that the other potential root cause may be related to the adhesion of this product not being identical to the previous product. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.